Event description:
Catheter snapped in the patient. After a day of being in place, the catheter was found to be blocked. The catheter was to be replaced and the catheter snapped. The remaining catheter had to be surgically removed. The patient has since been transferred back to the normal ward.

Manufacturer narrative:
The malfunctioning device will be returned to vygon for evaluation as part of the complaint investigation. The results of this investigation are pending and will be communicated to FDA within 30 days of its conclusion via follow up MDR.

Event description:
Catheter snapped in the patient. After a day of being in place, the catheter was found to be blocked. The catheter was to be replaced and the catheter snapped. The remaining catheter had to be surgically removed. The patient has since been transferred back to the normal ward. Furthermore, we received detailed feedback from the physician, who placed the catheter: " after 4 days, a catheter-associated infection was suspected, so that removal of the cvc was indicated. The catheter was carefully withdrawn piece by piece as usual. A certain resistance was already felt initially, although continuous withdrawal was still possible, the catheter broke off at around 14 cm when the child moved. The catheter was not pulled unusually hard at anytime".

Manufacturer narrative:
This complaint is not confirmed. (Classification according to sop 002) a catheter for premature and newborn babies with a birth weight of less than 1000 g, was used in a child weighing 5.4 kg. We received just a catheter tube fragment, with a total length of 8.2 cm. Microscopic examination of the catheter tube demonstrated that the catheter was shortened at approximately 5.5 cm and snapped at 13.5 cm. The fractured plane is rough and uneven. The catheter tube is blocked with blood residues. Furthermore, the catheter tube demonstrate expansion marks, indicating that the tube was overstretched before the catheter snapped. Having checked the batch history records, no deviations were found. The batch complied to its specification and was released. Each catheter is flow and leak tested during production. The tensile force and dimensions of catheter components are randomly checked. The min. Value of 1.5 n is requested regarding the tensile force for the catheter tube. For the involved code (B)(4), batch 8193696 the average value is 4.6 n with a min. Value of 4.33 n and a max. Value of 4.82 n and therefore within our specification. Incoming goods inspections and two 100% visual tests after packaging are carried out. There is no further complaint for batch 170423gr and nine further complaints regarding a snapped catheter on code 1261.306 within the last three years. This query relates to all complaints that have come to our attention worldwide. No further corrective action was initiated by quality management as there are no indications of a manufacturing fault.